Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Problem observed: while preparing her pse, the ide noticed pieces of grey/black plastic in the syringe. Immediate action: change of device. Patient impact: none.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: two photos and one physical sample was provided to our quality team for investigation. Through visual inspection, a gray particle is observed within the syringe. Characterization testing was performed and found the particle is consistent with rubber from the vial stopper. A device history review was performed for the reported lot 2401072, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Retained samples were used for additional evaluation. All product was inspected and no particle or other contamination was observed. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Based on the analysis of the particle observed, no failure with the syringe can be identified as the particle is consistent with material from another device. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.